Event description:
The customer advised maquet clinical representative during a phone call that while the iabp was in use on a patient, the iabp stopped pumping without any sort of alarm. Recalibrating the iab and recycling power to the iabp did not correct the issue. They were unable to initiate therapy while the iabp trigger source was set to auto mode, but when they switched to semi-auto mode, they were able to initiate therapy. The iabp was functioning properly at the time the call ended; however, at the recommendation of the maquet representative, the patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
Maquet has initiated an investigation of this report. A follow up medwatch will be submitted when our investigation is complete.